Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device was in the patient. The doctor noticed that the plunger of the lor syringe was leaking (on the 4 first millimeters). Clinical consequences: device replaced and a new one inserted in the patient.

Event description:
It was reported that the device was in the patient. The doctor noticed that the plunger of the lor syringe was leaking (on the 4 first millimeters). Clinical consequences: device replaced and a new one inserted in the patient.

Manufacturer narrative:
Qn#(B)(4). A device history record review could not be performed as no lot number was provided by the customer. A design history review was performed for part # kz-05501-002 as a part of this complaint investigation. Per eco-057562 (released 12-mar-2020), supplier (preox) made the following changes: optional component materials/mold locations: option 1: barrel: polypropylene - profax pf-535 lyondell-basell plunger: polypropylene 100-ga12 ineos olefins & polymers (molded at fleima plastic) blue stopper: silicone rubber (molded at et elastomer technik) option 2: barrel: polypropylene - profax pf-535 lyondell-basell plunger: polypropylene profax pf-531 lyondell-basell (molded at gpe) blue stopper: silicone rubber (molded at psilkon) lubricant: - the i.d. Of the barrel lubricated w/ medical grade silicone (polydimethylsiloxan) and amount will not exceed 0.25mg per sq centimeter. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and without the actual sample. Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review could not be performed as no lot number was provided by the customer. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without the sample.